Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. However, insulin pump trace download analysis confirmed the insulin pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, serial number label stained and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 127 mg/dl. The customer stated that he did get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.